Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-35, serial: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician explanted the lead and lead extensions and implanted a new lead.

Manufacturer narrative:
The returned leads were analyzed and the complaint was confirmed. Sc-8116-50, sn (B)(4): the complaint has been confirmed. Visual inspection revealed that body of the paddle end has been severely damaged and torn apart. There are exposed cables. It appears that excessive tensile force was exerted onto the lead bodies. Electrodes 7 and 11 were partially dislodged from the paddle silicone, but still attached to its respective cable. Additionally, visual inspection of the associated lead extension that contacts 1-3 of the paddle lead remained inside the lead extension connector. The cause of the lead damage could not be determined. Sc-3138-35, sn (B)(4): the complaint of high impedance was confirmed. Visual inspection of the associated paddle lead that contacts 1-3 remained inside the lead extension connector. X-ray inspection of the lead extension revealed fractured cables 4, 5, 6 ,7 and 8 were fractured at the spring contacts in the distal connector stack. There are no exposed cables. The cause of the lead damage could not be determined. Sc-3138-35, sn (B)(4): the complaint of high impedance was confirmed. X-ray inspection found broken cable wire at the connector spring contact 8. There are no exposed cables. The cause of the lead damage couldn't be determined. Review of the device history records revealed no anomalies when the lead was manufactured.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician explanted the lead and lead extensions and implanted a new lead.

Manufacturer narrative:
Additional information was received that the physician did not observe any exposed cables on the lead or lead extensions prior to the patient¿s explant.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician explanted the lead and lead extensions and implanted a new lead.